Manufacturer narrative:
Patient height: 158 cm. Visual inspection: in the first step of our investigations an optical control is carried out. It is checked whether any defects, deformations or other noticeable irregularities can be identified. Permeability test: to proof the penetrability of the valves we have carried out penetrability tests. These tests are carried out at a calculated hydrostatic high (open pressure of the valves + 30 cmh2o) in horizontal direction of flow. Adjustment test: the adjustment test is used to ensure that the progav 2.0 can be adjusted to all pressure levels. The tests are carried out with the standard progav 2.0 check-mate and measurement tool. The valve is adjusted from 0 to 20 cmh2o and down again in increments of 5 cmh2o. Braking force and brake function test: to measure the braking force, we tested the progav 2.0 valve with a braking force apparatus. Here it is measured how much force must be exerted on the housing to release the rotor to adjust the valve by the integrated magnet of the braking force apparatus. Results: no significant deformations or damage of the valves were detected during the visual inspection. Next we tested the permeability of the valves. Both valves were shown to be permeable. In order to investigate the suspicion of underdrainage, we carried out a computer controlled measurement. The progav 2.0 was tested at a set pressure level of 2 cmh20 (pressure level at the time of intake). The shunt assistant 2.0 was tested with a fixed pressure stage of 20 cmh20. The test bench measurement showed that progav 2.0 valve operates slightly outside the permissible tolerance and tends to the assumed underdrainage. A second measurement was performed. During the second test the valve operates within the permissible tolerance. The measurement of the shunt assistant 2.0 showed that it operates inside the permissible tolerance. Additionally, we tested the adjustability as well as the brake functionality and brake force of the progav 2.0 valve. The valve operated as expected and met all specifications. Finally, we have dismantled both valves. There were no visible deposits observed inside the valves. Based on our investigation, we are unable to substantiate the claim of under-drainage. At the time of our investigation, the valves were operating within the specified tolerances. However, even small invisible deposits may have affected the valve integrity in the past. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4).

Event description:
It was reported that there was an issue with a progav 2.0 shunt system. The reporter indicated that after 8 days the shunt system had an underdrainage. The shunt system was explanted.